Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, reached elective replacement indicator (eri) with monitoring voltage measurement of 2.719 volts and a charge time measurement of 22.219 seconds. End of life (eol) was exhibited with a monitoring voltage of 2.69 volts and a charge time measurement of 31.564 seconds. There was a concern that the battery depleted earlier than expected. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.